Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, the device was attached to the iris. There was no reported harm to the pt and the filtration device remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the sample was not returned, therefore, the condition of the product could not be verified and visual inspection could not be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. The device history record for the batch was reviewed. No abnormalities were found and the product met release criteria. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).